Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had insulation damage. Additional information indicates that the conductor of the lead was exposed but no other clinical observations were noted. This ra lead was abandoned surgically. No additional adverse patient effects were reported.